Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. The leakage occurred in the pump after changing the reservoir. The blood glucose level was 27.8 mmol/l with ketones present up to 0.7 mmol/l. The patient replaced the infusion set and reservoir and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.